Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location. Block h2 (additional information): block b5 (describe event or problem) has been updated based on the additional information received on may 13, 2025.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. It was reported that the clip came out from the scope, deployed and detached. There were no patient complications reported as a result of this event. Additional information received on may 13, 2025: it was reported that the problem was noticed during procedure and the procedure was completed with another resolution 360 ultra clip.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment at an unknown anatomy location.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip was used in a procedure performed on (B)(6) 2025. It was reported that the clip came out from the scope, deployed and detached. There were no patient complications reported as a result of this event.